Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Block d6b: explant date: 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had a full spinal cord stimulator system explanted due to an unknown reason. No further information could be obtained despite good faith efforts.